Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. High blood glucose level was 600 mg/dl. Current blood glucose value was 286 mg/dl. Customer was using insulin pump within 48 hours of reported blood glucose event. Customer was assisted with troubleshooting. Customer was using insulin pump on auto mode. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.